Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (rep): information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that physician mentioned to patient that her stim implant was interfering with her ICD. The rep did not see any oversensing, even during interrogate all. The implants have both been in over 10 years. No symptoms were reported and no further complications were reported/anticipated.